Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unspecified procedure, an advance 18 lp low profile balloon catheter¿s balloon ruptured at three atmospheres. The patient had a history of atherosclerosis. A handwritten note on a photo of the device package, provided by the customer, states ¿pop severe¿ and "post ather". There has been no report of any adverse effects to the patient. During the same procedure, another cook balloon also ruptured. That event was reported under patient identifier (B)(6). Additional information was requested. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. A pin hole leak was noted during leak testing. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found one additional complaint for this lot number, from the same customer as this complaint. The product IFU states ¿manipulate the catheter using fluoroscopic control.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to design or manufacturing, contributed to this event. Although the patient¿s anatomy could have contributed to the event, this cannot be definitively determined based on current information. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H3: device evaluated by mfg: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure, an advance 18 lp low profile balloon catheter¿s balloon ruptured at three atmospheres. The patient had a history of atherosclerosis. A handwritten note on a photo of the device package, provided by the customer, states ¿pop severe¿ and "post ather". There has been no report of any adverse effects to the patient. During the same procedure, another cook balloon also ruptured. That event will be reported under patient identifier (B)(6). Additional information has been requested.